Event description:
Reporter calling, stating he has received a letter about a baxter minicap recall. Reporter states he has "one unopened box" of minicaps in his possession, but previously had many boxes of minicaps on hand which he was using regularly. Reporter also states he had peritonitis "four or five months ago" but cannot provide an exact date. Reporter does state at that time he was using the minicaps which are now under recall. Reference report: mw5120158.